Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by cloudy pd effluent. The pt did not have abdominal pain or fever. The pt was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, during the day with manual-capd (continuous ambulatory pd) bags, the pt began treatment with an unspecified antibiotic, ip (intraperitoneally) for the peritonitis. At the time of this report, treatment with antibiotics was ongoing. On an unreported date, the pt's pd effluent was clear. At the time of this report, the peritonitis was resolving, the pt was recovering from the event, and dianeal therapies were ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14a23038 and h13l17054 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review of potentially associated lot numbers h14a23038 and h13l17054a will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).